Manufacturer narrative:
(B)(4). The initial MDR was re-submitted on 11/13/2015. Additional information: the instructions for use (IFU) that accompanies the device provides guidance and recommended pattern for tracer registration.

Manufacturer narrative:
On 09/28/2015, a medtronic representative, following-up at the site, reported confirmed that the navigation system was functioning properly and accurately. Also sent a picture of the doctor's registration for analysis. A medtronic ent representative reported the doctor expressed he was happy with the performance of the navigation system and that the patient was fine. On 09/28/2015, a medtronic representative performed a navigation system check-out, all areas passed. System performed as intended. On 10/01/2015 software investigation completed. Findings are that there is no allegation of inaccuracy or deficiency. Not a failure. The image of this procedure shows a poor no further issues have been reported.

Event description:
A medtronic ent representative reported that, while in an ear, nose & throat (ent) procedure, using a demo navigation system, the physician was concerned he had "accidentally punctured the skull base." The surgeon did not allege any inaccuracy, or deficiency, with the navigation system, and was pleased with the system's performance. Additionally, the surgeon saw no cerebrospinal fluid (cfs) leak or blood, and later confirmed that the "patient was doing fine." The surgeon completed the procedure with the use of the navigation system. Medtronic navigation is filing this MDR to ensure visibility to a patient event as a result of a procedure that utilized medtronic navigation's fusion navigation system. There is no allegation to suggest that medtronic navigation's device caused or contributed to the reported event.